Event description:
The cms-814-1 was separating behind the male luer lock where the extension set enters the back-side of the luer. During a home infusion this defect was observed and the patient bled excessively leading to an emergency room visit. The customer contact confirmed that the patient received a new cap for their catheter port and experienced no ill effects from the event.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, complete investigation and lot history has begun. The results of the investigation are still pending and will be forwarded to FDA via a follow-up MDR upon investigation completion. A recall has been initiated; customers and FDA were notified (B)(4) 2013.